Event description:
It was reported that arcing was seen on the progarsp forceps instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "frayed wires¿. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to component failure. An additional observation not reported by the site was also identified. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the prograsp forceps instrument (part# 471093-11 / lot# k10211025-0149) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a bilateral inguinal hernia procedure. There were 8 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: it was alleged that arcing was seen on the prograsp forceps instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.